Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stenting procedure in the sigmoid colon of a patient on (B)(6), 2010. According to the complaint the patient presented with an obstruction as a result of a malignant tumor. The patient's anatomy was not tortuous. During the procedure, the catheter kinked, and the stent failed to deploy. The device was removed from the patient, and the procedure was completed with another stent device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine. Investigation results revealed that the distal handle was detached and the sheath was torn. Therefore, this event is now deemed reportable.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.